Event description:
It was reported that the insulin pump alarmed multiple no delivery during. The caller did not know the blood glucose reading. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed functional testing. No unexpected alarms were noted. The insulin pump was received with minor scratched liquid crystal display window, cracked reservoir tube lip and scratched reservoir tube window.